Event description:
On november 4, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ulra meter would not power on. On november 21, 2006, the patient stated she had not received the replacement meter. On november 27, 2006, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. On november 4, 2006, the patient noted the reported meter would not power on. After troubleshooting with lfs customer service, the patient's meter was replaced; however the replacement meter was shipped to the incorrect address and the patient did not receive it. On november 20, 2006 at 11:30 pm, the patient experienced the symptoms of chills, sweating and cramping throughout her body. The patient did not attempt to test her blood glucose level using the meter while symptomatic. The patient administered self-care by eating a slice of bread, and then contacted emergency services. When the paramedics arrived, the patient's blood glucose level was tested to be 'low', specific result unknown. The patient was given an unknown intravenous treatment, and transported to the emergency room. The patient was unable to provide any blood glucose readings as tested by the healthcare professionals. The patient was admitted to the hospital with a diagnosis of 'possible hypoglycemia'; the patient's physician was unable to determine the cause of the cramps. The patient had experienced no symptoms during the day of the event, and had taken her normal meals and medications. The patient had taken her usual dose of lantus insulin and 6 units humalog insulin before bedtime. The patient takes 65 units lantus insulin in the evening, and humalog insulin on a sliding scale and 6 units at bedtime. During the time period, the patient was unable to test her blood glucose level, she had continued to take her medications, and adjusted the humalog insulin based on meals. The patient had no backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the battery had been correctly; however, the patient had not replaced the meter's battery according to manufacturer's recommendations. According to the owner's booklet for this meter, the expected battery life is 1000 tests or approximately one year. The meter was replaced. Although the patient had not replaced the meter's battery as recommended, she was unable to test her blood glucose level due to the meter power issue. She took her bedtime insulin dose, experienced symptoms that suggested hypoglycemia, and received emergency medical attention, treatment and hospitalization. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.